Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: it is unknown if the staplers were cs40g or gcs40g. It is unknown if contour reloads were cr40g or gcr40g. Have you filed a complaint with covidien based on the quality issue described with the eea28? If not, please confirm that this was done. Covidien representative confirmed that she filed a complaint. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. When was the staple retaining cap removed? The scrub tech stated they reloaded the contour stapler when they decided to use the device again and immediately removed the retaining cap prior to handing the device over. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visual and digital (fingers) inspections were performed. Was the device difficult to close? They stated it ¿felt like it always does.¿ was the device closed and repositioned multiple times prior to firing? Unknown. Was the device difficult to fire? They stated it felt normal. Where was the resection being done? Lower on the stump (closer to the rectum) where they tried to create the circular anastomosis. Was the retaining pin set manually or automatically? Unknown. How was it confirmed that the pin was engaged in the anvil? Unknown. Was there anything unexpected experienced during the closing of the device or with the firing of the device? None. Was the distal transection completed in one or multiple firings? One. Can more information be provided about staple form? No further information is available. What is the current status of the patient? Temporarily diverted to colostomy with plans to perform anastomosis in the future.

Event description:
It was reported that during the low anterior resection, an ethicon contour was used to transect the sigmoid colon successfully. When the covidien eea28 stapler was fired to create an end-to-end anastomosis, only staples deployed posteriorly. On the anterior side no staples were deployed. The surgeon speculates the safety was taken off early and the device was partially fired before the anastomosis attempt. They attempted to remove loose and malformed staples then tried to transect lower with the same contour stapler and another green reload. It is unknown if the stapler was swished in water or inspected for the presence of staples or other objects. The surgeon noted that the contour¿s staple line appeared to be okay where it initiated but the staples seemed to not properly form about halfway across the transection. They believe they may have gone across malformed staples from the eea circular stapler. They decided to divert and created a colostomy with plans to repair in the future.